Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 150 mcg/day; lot number was unable to be obtained) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractably spasticity. The patient's medical history included spasticity as a result of hereditary spastic paraparesis, hypertension, neuropathy, and bladder urgency. The patient's concomitant medications included potassium chloride, atorvastatin, furosemide, baclofen, zolpidem, vesicare, oxybutynin, amlodipine-benazepril, aspirin, acetaminophen, bisacodyl, docusate sodium, and sennosides. On (B)(6)-2016 it was reported that the patient had return of symptoms/loss of therapy. After troubleshooting via a CT scan, it was determined that the catheter was out of the spine and tangled up in the pump pocket with a flipped pump. The pump and catheter were replaced. The issue was resolved. The patient status was reported as alive no injury. Additional information was received from an hcp on (B)(6)-2016 and it was reported that the cause for pump flipping was not known and unable to be determined. Pump interrogation on (B)(6)-2016 indicated the pump dose was 100.1 mcg/day.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.